Event description:
Information was received from a patient receiving intrathecal morphine at unknown concentration/doses via an implantable pump for unknown indication for use. The patient reported that in 2004 or 2005 he was "mismanaged" and his pump went empty and was alarming. He was on the floor and had to be refilled to resolve the issue. The pump was refilled. Drug in the pump at the time of event was morphine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.